Event description:
The patient had experienced diaphragmatic stimulation for quite some time, reprogramming did not resolve the issue. The right ventricular lead was capped and replaced successfully on (B)(6) 2017. The patient was doing great post procedure.